Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion seal. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to the long spring pin insulator and worn off/on switch. As a result, the long spring pin insulator, worn off/on switch, and downstream occlusion seal were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device was nonfunctional after preventive maintenance. During physical inspection, it was found that the downstream occlusion seal was damaged. There was unknown patient involvement, no patient injury was reported.